Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode switch (ams) due to far r oversensing. Programming changed is not made yet as the patient did not come to the clinic. No patient symptoms were reported.